Event description:
It was reported that the pt's knee was revised due to instability and hypertension. Upon removal, significant wear was noted on the polyethylene insert.

Manufacturer narrative:
(B)(4). Eval summary: medical history of the pt was not provided. No operative notes from the primary surgery or xrays from either surgery were provided. Without add'l info, root cause cannot be determined at this time. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.